Manufacturer narrative:
Additional information: the software was working correctly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there was a difference on the trajectory views between two navigation systems. The issue was that in traj 1, when the surgeon put the instrument tip on the left or right side of the head, the tip showed on the other side of the head when compared to the axial/sag/coronal. The surgeon said this is not how it was before the change to the new software and the view had changed. No patient present.